Event description:
Health professional reported "band and port explanted due to intolerance and port migration." Follow-up with the health professional noted that "intolerance" was used to describe that the patient may have had a previous problem involving the device. Further follow-up will be conducted to attempt and gather additional information.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."